Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared end of life (eol) earlier than previously estimated.

Event description:
Boston scientific received information that this pacemaker previously had a six month left of longevity. During the recent device check, the device had expired. Boston scientific technical services (ts) explained that the longevity remaining reported in increments, the last was not being six months left but rather less that six months left which the device may have reached elective replacement indicator (eri) few days after device check. Also, ts discussed that the device estimate of time remaining is dynamic to account for a variety of changes that impact battery use. To date, the device was explanted. No adverse patient effects reported.